Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip, and a broken belt clip slot.

Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that the device might have been exposed to sweat and that it has a crack. Blood glucose 212 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.